Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lower screen on the display of the external pulse generator (epg) is "faint" and "hard to read." The epg will be returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lower screen on the display of the external pulse generator (epg) is "faint" and "hard to read." Additional information received through follow up indicated that once that battery is changed, the issue resolves. However, it was noted that the issue does happen before the battery indicator says to change the battery. The epg will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was out of specification, and it was further noted that the lower case was broken and contaminated, the upper case and battery drawer were damaged and contaminated, the battery contacts and battery flex were contaminated, the keyboard was scratched and the serial number label was torn. The device was to be scrapped in-house.

Event description:
It was further reported that the generator was now returned, though as a trade-in device.